Event description:
The user facility reported that during a patient procedure their quick catch polyp trap was not suctioning properly. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
The device subject of the reported event was not returned to steris for evaluation. Without the returned device, the cause of the reported event cannot be determined. The quick catch polyp trap instructions for use states, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage (i.e. Deformed, cracked, kinked tubing, damaged packaging), do not use this product and contact your local product specialist." The DHR for the lot subject of the event was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.